Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The versacore guide wire referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device after a peripheral interventional procedure. Reportedly, the physician used the versacore guide wire to place a proglide device. The proglide used over the versacore and was advanced well past the guide wire exit port, below the skin level. During removal of the versacore, there was friction with the proglide, the versacore became kinked and separated. The separation was not noted at the end of the procedure and the patient was discharged to home. The patient then returned to the hospital to treat the left sfa and it was noted that an approximately 3 inch portion of the versacore guide wire remained in the patient anatomy. The patient reported no complaints related to the separation. The separated portion of the versacore guide wire was able to be retrieved with a snare device. The physician is reported to be trained in the use of the proglide device. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.